Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she found her patient programmer (pp). The patient called patient services for help using her pp. The patient wanted to know if the implantable neurostimulator (ins) was on or off, so that she can have an MRI of the head (this MRI was not related to the device). The patient reported that she put batteries in the pp and thought it looked like it did not hold any programs. The patient used the pp on the call and got a poor communication screen. The patient repositioned the antenna and tried the pp without the antenna. The patient was not able to connect. The patient was transferred to repair for a replacement pp. The patient reported that the health care provider (hcp) put the device in her and it failed immediately and caused her pain. The patient reported that the surgery was painful and device feels like the size of a golf ball. The patient reported that she knows she must have a lot of scar tissue. The patient noted that she wants the ins out of her body and does not like the device. The patient stated that it does not feel like it is working or that it is on. The patient stated that she is pretty sure that the ins is dead, but that it has not been confirmed, and that she has not seen a hcp in a couple of years. The patient reported that when it was on, she never got used to it, especially when she moved her legs. Additional information was received from the patient on (B)(6) 2018. It was noted that the patient was extremely escalated and difficult to control during the call. The reason for the call was that he patient received the replacement patient programmer (pp) and was asking for assistance using the pp and for icon meaning. The patient was able to connect the pp with the implantable neurostimulator (ins) which showed stim at 1.4, the patient thought stim was at 1.5. The patient confirmed that stim was off. The patient repeatedly stated that she was confused by the controller and how to use the pp; patient service mailed the patient a pp quick guide. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0b900, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who started to restate all of their complaints in the previous calls. Patient reported having mobility issues and can't travel. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins failed/stopped working and is now causing them pain. Now they don't know if it is the lead, but they have a growth growing. The patient wants the device removed. Two event dates ((B)(6)2013 and (B)(6) 2014) were provided from the patient which is conflicting information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who had a stroke prior to implant and has retrograde amnesia. The patient can't see right and their left brain was damaged. They were upset because their replacement patient programmer (pp) didn't come with a manual; one was then mailed to them. The patient then said people should be tested for a stroke before getting the device because when you have a stroke or brain injury, the device will not work for you; they said this should be in every manual and should be clear on our website. The patient then said the videos on the website go too fast and they couldn't find clear instruction on the website. The patient said they were not given any anesthesia when they put the leads in and it hurt. The call agency made several attempts to control the call, but the patient became upset and said they get overwhelmed and lose their train of thought. No further patient complications have been reported as a result of this event.